Manufacturer narrative:
Country: (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an indication of lumbar disc herniation in need of posterior spine fixation, bone grafting decompression and fusion used in spinal therapy. It was reported that the device has broken at the crosslink's joint. There was a delay of less than 60 mins reported. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: visual and optical inspection did not reveal any major damage to the implant that would contribute to the implant failing, just normal wear on the surface from the implant process. Optical inspection of the crosslink revealed some thread damage, possibly from the set screw removal process. Functional inspection of the center nut confirmed the nut was able to be tightened and loosened without any issue. The set screws are missing from the crosslink. The set screws may have been damaged. Unable to determine root cause of issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.